Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10 the legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause of the reported malfunction, power switch stuck inside, was due to excessive amount of force applied to the power switch and the number of pressing exceeded the original assumption made at the design phase. The product was confirmed to have had a design change for higher durability on the power switch. The subject device was manufactured on january 24, 2013 and the countermeasure product was shipped after november 18, 2013. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced unit was returned to the service center for a physical evaluation. The evaluation found confirmed the power switch was unable to turn the unit on and off. Power switch was found defective and recommended upgrade/replace to latest power switch version to resolve "sticking" issue. Additionally, the y/c, composite and pip (picture-in-picture) output signals were noisy with bad color due to dust inside the unit. The unit was cleaned and tested for several hours; no issue found with all outputs. Recommend upgrading software to the latest version. The device was repaired and returned to the customer. A review of the repair records indicates the unit was purchased on march 19, 2013 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The biomed technician at the user facility reported, during preparation for use, the evis exera iii video system unit was inspected and was found to have a the power switch malfunction as the power button was stuck inside. The intended procedure was completed using a different unit. No patient involvement was reported.